Manufacturer narrative:
During the procedure on (B)(6) 2022 in the bcf vessel, the balloon burst during the second inflation attempt between 25-27 atm. The balloon burst inside the patient. No device fragments remained in the body and the patient was later discharged home without additional medical intervention or harm.

Event description:
Balloon burst after second inflation, at pressure between 25-27atm.

Manufacturer narrative:
Correction: b5 and section d updated. The returned balloon model and lot number did not match what was initially reported. H3: hardware analysis confirmed the reported issue. The balloon burst longitudinally. H6: code a041001 (1504) no longer applies to the event.

Event description:
During the procedure on 9/27/2022 in the bcf vessel, the balloon burst during the second inflation attempt between 25-27 atm. The balloon burst inside the patient. No device fragments remained in the body and the patient was later discharged home without additional medical intervention or harm. Additional information received indicated the balloon was prepped per indications for use. The reported issue occurred in a venoplasty procedure. The target vessel had moderation calcification (approximately 25%). There was no impact to patient outcome.

Event description:
Additional information received indicated the procedure was successfully completed with the use of a competitor 8mm balloon. It was noted the balloon was used to treat an area not at the actually arteriovenous fistula (avf) anastomotic site.